Event description:
According to the reporter: mesh (open repair) was placed using mattress sutures in a patient for ventral/incisional hernia repair. Two weeks post-op the patient had re-herniated as a result of two stitches that had ripped through and torn the mesh. The surgeon has been using this mesh for a number of years and is experienced with placing the mesh in this manner. As a result, a second repair using a second piece of mesh was required.

Manufacturer narrative:
(B)(4).